Event description:
It was reported that the pump would not shutdown. There was no reported adverse impact to the customer's blood glucose level. The customer attempted to locate a secondary usb cable to resolve the issue. No additional information regarding the issue was provided.